Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Additional information has been alleged as follows: the patient allegedly received a gunther tulip inferior vena cava filter on (B)(6) 2005 via the right internal jugular vein for blood clot risk due to surgery, followed by unsuccessful retrieval attempt on (B)(6) 2023 and a successful complex retrieval on (B)(6) 2024. The patient alleges recurrent pulmonary embolism (pe) involving a right lobe segmental arterial branch; organ/vena cava perforation - vc filter struts perforate the wall of the ivc, abuts the psoas muscle, abuts the wall of the abdominal aorta, abuts the wall of the duodenum; embedment; unable to retrieve; subsequent complex retrieval. Complex ivc filter retrieval, with 1.5 hours of additional procedure time, because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the ivc. The hook was captured in approximately 6 pounds of blunt force applied, with some difficulty retaining traction around the straightened hook. Per retrieval report (successful): "additional clinical history: ¿recurrent pe on 22may2023 with unsuccessful filter retrieval attempt on 25aug2023. Filter position: infrarenal ivc. Filter integrity: intact. Intra-filter thrombus: none. Additional findings: partial straightened ivc filter hook. Focal calcification and bulky filling defect along the filter cone. Filter retrieval: ¿the filter was captured, collapsed into the sheath, and removed intact. Filter capture technique (jugular): forceps, sling technique. Complex filter retrieval: unusual procedure: complex ivc filter retrieval with fluoroscopic guidance was performed with 1.5 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the ivc, requiring substantial additional physical and mental effort. Findings: partial straightened ivc filter hook. Focal calcification below the radiopaque marker at the filter neck/body. Additional details: ...no evidence of filter fracture with only mild penetration of the filter legs in the ivc wall. Using a 12-20 mm en-snare, the hook was captured in approximately 6 pounds of blunt force applied, with some difficulty retaining traction around the straightened hook...another area of resistance was encountered along the distal filter legs...with approximately 8 to 9 pounds of estimated tension, the sheath was used to carefully dissect free the embedded distal filter legs. The filter was removed in its entirety. Impression: successful complex retrieval of a chronically embedded gunther-tulip ivc filter."

Manufacturer narrative:
. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), organ (org)/vena cava (vc) perforation, embedment, unable to retrieve, complex removal, tilt, fear, stress, anxiety, loss of enjoyment of life. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported fear, stress, anxiety, and loss of enjoyment of life are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any coo.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: a2 (date of birth), a3, a4, b1, b5, b6, b7, d1, d4, h4 and h6 g4 (510k)-exempt investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), organ (org)/vena cava (vc) perforation, embedment, unable to retrieve, complex removal, tilt, fear, stress, anxiety, loss of enjoyment of life. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported fear, stress, anxiety, and loss of enjoyment of life are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005 via the jugular vein due to blood clot risk due to surgery. The patient alleges organ/vena cava perforation. The patient further alleges fear, stress, anxiety and loss of enjoyment of life. Additional allegation includes pulmonary embolism (pe) post filter placement. Per a report from computed tomography (CT),"metallic infrarenal inferior vena cava filter is present. The proximal tip of the filter is at the level of the confluence of the renal veins with the inferior vena cava and does not abut the wall of the ivc. The filter is tilted the right approximately 6 degrees. Four of the filter struts extend through the wall of the inferior vena cava. Maximum excursion through the wall of the ivc measures 2 mm. The 9:00 and 12:00 strut abut the wall of the adjacent duodenum. 3:00 strut abut the wall of the abdominal aorta. 6:00 strut abuts the adjacent psoas muscle.".